Event description:
It was reported that an asymptomatic patient presented merlin transmissions for non-sustained lead noise due to post-paced t-wave oversensing. Reprogramming changes were attempted, but did not resolve the oversensing. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that when patient presented in-clinic for follow-up, post-paced t-wave oversensing was still observed on the ventricular channel. Patient was asymptomatic. Additional programming changes were made.